Event description:
It was reported that the ventilator reset on three different occasions while connected to the pt. The ventilator displayed reset and returned to normal operation. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na.